Event description:
It was reported that this lead was explanted due to dislodgement. Lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this lead was explanted due to dislodgement. Lead was replaced. No additional adverse patient effects were reported.